Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker declared safety mode. A revision procedure was performed in which the device was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.